Event description:
The report received from the field states that when attempting to remove the 8 x 4 powerflex balloon from the patient, the balloon became caught in the arrow 6 french long sheath. The age and gender of the patient is unknown. The stenosis of the brachial cephalic vein was 90%. Initially they went in with a 3 x 2 powerflex and dilated the vessel, then they went in with a 6 x 4 balloon and dilated the lesion, then they went in with a 8 x 4 balloon and dilated the lesion. Please note that 10atms with each inflation. When they attempted to remove the 8 x 4 powerflex pro balloon, it got caught in the sheath (arrow 6 french long sheath). They then had to remove the sheath and the balloon leaving the wire in place across the lesion. The balloon remained intact. There was no tension over the wire. A new sheath was placed over the wire, this time a 7french sheath and a second 8 x4 powerflex was used to complete the procedure. There was no adverse outcome to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the field states that when attempting to remove the 8 x 4 powerflex balloon from the patient, the balloon became caught in the arrow 6 french long sheath. The age and gender of the patient is unknown. The stenosis of the brachial cephalic vein was 90%. Initially they went in with a 3 x 2 powerflex and dilated the vessel, then they went in with a 6 x 4 balloon and dilated the lesion, then they went in with an 8 x 4 balloon and dilated the lesion. Please note that 10 atms was used with each inflation. When they attempted to remove the 8 x 4 powerflex pro balloon, it got caught in the sheath (arrow 6 french long sheath). They then had to remove the sheath and the balloon leaving the wire in place across the lesion. The balloon remained intact. There was no tension over the wire. A new sheath was placed over the wire, this time a 7 french sheath and a second 8 x 4 powerflex was used to complete the procedure. There was no adverse outcome to the patient and the device was returned for analysis. One non-sterile powerflex p3 f5 8 x 4 80 was received coiled in a plastic bag. The unit was inserted to an unknown metallic sheath introducer; the proximal seal of the pta catheter was stuck at the distal end of the sheath. Blood residues were found in the balloon. No other damages were noted. An attempt to retrieve the unknown sheath introducer was made, however it could not be done, the unit was submitted to hot water in order to perform a second attempt to retrieve the unknown sheath introducer and the balloon could not advanced through the sheath. Dimensional test could not be performed due to the device condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of withdrawal difficulty through the sheath was confirmed. The exact cause for the reported difficulty could not conclusively be determined. There is nothing in the device lot history report review, the analysis or the event description to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.